Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking. The leak was further described as ingredient leaking into the fluid path. This was identified during fluid delivery at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 25, 2022 - march 01, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted